Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium, potassium, and chloride results on their c501 analyzer. The customer stated the ise results were running low and were "having to be verified out" from the siemens analyzer. The customer noticed that all the sodium results were under 130 mmol/l and knew that was not right. The customer pulled all the samples from midnight on, and had to correct eleven of them. The customer provided data for the eleven patients, nine of which had discrepant results that were reported outside the laboratory. The first patient's c501 sodium result was 129 mmol/l. The siemens result was 135 mmol/l. The second patient's c501 sodium result was 132 mmol/l. The siemens result was 140 mmol/l. The third patient's c501 sodium result was 132 mmol/l. The siemens result was 144 mmol/l. The fourth patient's c501 sodium result was 134 mmol/l. The siemens result was 145 mmol/l. The fourth patient's c501 potassium result was 3.8 mmol/l. The siemens result was 4.4 mmol/l. The fifth patient's c501 sodium result was 129 mmol/l. The siemens result was 140 mmol/l. The sixth patient's c501 sodium result was 129 mmol/l. The siemens result was 139 mmol/l. The seventh patient's c501 sodium result was 128 mmol/l. The siemens result was 140 mmol/l. The eighth patient's c501 sodium result was 129 mmol/l. The siemens result was 142 mmol/l. The ninth patient's c501 sodium result was 126 mmol/l. The siemens result was 138 mmol/l. The repeat results were considered correct. There were no adverse events. The sodium and potassium electrode lot numbers and expiration dates were requested but not provided. The field service representative found a fluidics failure. He replaced the pipetting valve assembly av1, ise valves 29 and 30, and the pinch valve block. He sanitized the complete system. He verified the correct operation of the ise system and all the system checks were successful. The customer verified quality control and patients for ises with no further issues.